Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a previous surgical non-medtronic valve, mild to moderate paravalvular leak (pvl) was reported and a post-implant ballooning was performed. Per the physician, a subannular rupture was reported and was likely caused by the valve after the post-implant ballooning. Surgical intervention was performed to close the hole. No additional adverse patient effects were reported.